Event description:
It was reported that this right ventricular (rv) lead was dislodged and noted low sensing amplitude and prompting one to two repositioning attempts. The screw did not retract after attempting by rotating the driver. Also, it was stated that there was a possibility that a piece of tissue was caught but it was not visually apparent. A new lead was implanted. No adverse patient effects were reported.